Event description:
Reporter calling, stating she has problems with chronic pain and nerve damage as a result of three hip surgeries. Reporter states "I don't want to go through another hip implant again" due to these problems, and expresses concern if the biomet hips are possibly under recall. Reporter states she previously returned one of the hips to the manufacturer "for evaluation" but they have never contacted her back. "Lot: 316860, lot: 244490, lot: 141660, ref: 11105903, ref: 11105150." Reference reports: mw5146596, mw5146597.